Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube insulation displayed several areas where material was missing. The affected area measured .103 x .139, .087 x .515 and .086 x .051. The other side of the main tube exhibited scratches. An additional observation not reported was one snake wrist cable was broken at the distal clevis hub and snake wrist interface. No material was missing and the grips did not exhibit any damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed and the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a thoracic grasper instrument, the isolation damaged and sterility concern nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.